Event description:
It was reported that the patient experienced pain in scrotal area by pump, no signs of infection. The inflatable penile prosthesis (ipp) was removed and replaced with an spectra penile prosthesis (spp). The ipp worked perfectly. The patient had a good outcome with no further complications.